Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed-yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed-yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the tip of the left essure device was perforating the exterior tubal myometrium of the left fallopian tube') and device dislocation ('left device was not in the proper anatomical location.') In an adult female patient who had essure (batch no: 919036) inserted for female sterilisation. The patient's medical history included anxiety and grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: the right fallopian tube had 2 coils visualized and the left fallopian tube had 8 coils visualized. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Lot number: 919036, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the tip of the left essure device was perforating the exterior tubal myometrium of the left fallopian tube') and device dislocation ('left device was not in the proper anatomical location.') In an adult female patient who had essure (batch no. 919036) inserted for female sterilisation. The patient's medical history included anxiety and grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. The reporter commented: the right fallopian tube had 2 coils visualized and the left fallopian tube had 8 coils visualized. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event 'medical device removal' was updated by 'left device was not in the proper anatomical location. The tip of the left essure device was perforating the exterior tubal myometrium of the left fallopian tube.' . Lot number, medical history, removal date, reporters information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.